Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced tubing at pinch valve (pv43) to resolve the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
A customer reported that less than 20 ml of fluid leaked from the hmx autoloader during startup and onto the counter on the right side of the instrument. There was no biohazard exposure to mucous membranes or open wounds. In addition, no erroneous patient results were generated in connection with this event.